Event description:
It was reported that this patient has had multiple inappropriate shocks due to atrial arrhythmia that has a rhythm that is outside the conditional zone. The physician is considering ablation to treat the patient's underlying condition. No adverse events were reported.